Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Matthew had a lvp8100 would not turn on when attached to pcu8015. Lvp sn 14028164 matthew replaced logic, but it did not resolve the problem. The logic was not a manufacture approved part. It came from a third party. Failure device type: failure problem type: failure mode: case resolution: I informed matthew third party part could affect performance of the pump. It is not allowed, any warranty on the device will be voided. I recommended matthew to get a manufacture approved logic board and replace it again. Matthew will get a manufacture approved part.